Event description:
Pulmonetic systems, inc. Received a field service form from a representative in 12/2002. The representative reported the following problem: vent inop - unit will not come on with ac or battery.